Manufacturer narrative:
The failure investigation for the unresponsive touchscreen was completed and the alleged issue was verified, the failure investigation for the cracked/shattered/scratched touchscreen was completed and the alleged issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose was not adversely impacted due to the reported issue. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.